Event description:
It was reported that the customer experienced consistently high blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer disconnected from the pump to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.